Event description:
The caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on several troubleshooting steps, such as ensuring the pump was not plugged in and attempting to charge it, but the screen remained unresponsive. A red led was blinking, and the pump was vibrating every three minutes. Consequently, technical support decided to replace the pump, which was out of warranty. The customer reverted to an alternate method of insulin therapy.